Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy with their right dbs lead. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the lead was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that effective therapy was restored post-operatively.